Event description:
Sudden failure of video equipment during knee arthroscopy. Case did proceed with limited video equipment. Sudden failure of one monitor and inability to take pictures or video. Back-up (s-video) direct video did maintain working throughout rest of case. It was determined that the stryker camera box had failed.